Manufacturer narrative:
Concomitant medical products: juvéderm® ultra smile in the glabella. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "foreign body granuloma" is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) injected patient with 1.0 ml unspecified juvéderm® voluma¿ in the marionette lines. Patient was also injected in the glabella with juvéderm® ultra smile and vistabel in the "gl/f" area. Patient presented with "node formation" around the marionette lines 10 days later. Patient self treated by massaging the area, and was of the opinion that this improved the symptoms. 2 months later, patient was evaluated in clinic, the symptoms were diagnosed as "foreign body reaction - foreign body granulomas", hcp administered hyaluronidase. Symptoms were bilateral. A week later, ultrasound was performed, which confirmed granuloma. Hcp administered an additional 75 iu of hyaluronidase per side. The next day, patient was evaluated, and "since the improvement of the situation after hyaluronidase infiltration was very minimal, a cortisone infiltration with kenacort a 10 mg (approx. 5 mg per side) [was] indicated and [was] performed". A second cortisone injection (10 mg) was performed 2 weeks later. 10 days later, "small granuloma formation on the right side was further infiltrated with 0,3 mg kenacort a. On the left side no infiltration was necessary anymore." On that day, patient received an injection of 1 ml of juvéderm® ultra 3. "The regression of symptoms on the right side is still open."